Manufacturer narrative:
In response to FDA report number: mw5105038. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset).

Event description:
Patient reported "left chest wall was red and inflamed," "infection, and "fever and chills." The device remains implanted.